Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the controller and four batteries were returned for evaluation. One battery and one controller ac adapter were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(4) , and an adapter. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on (B)(4) in accordance with the requirements under fsca (B)(4) on (B)(6) 2019. There is no evidence that the lubrication servicing was performed on (B)(4) , or the controller ac adapter. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and power sources. (B)(4) investigated momentary disconnections. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 21-sep-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4), concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 21-sep-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4), concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 21-sep-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4) UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 17-jul-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model#: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4), UDI #: (B)(4), concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 14-jul-2018, labeled for single use? No. (B)(4). Heartware ventricular assist system: controller ac adapter; model #: unk / catalog #: unk / expiration date: unk / serial #: unk UDI #: asku d10: no. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries, controller, and controller ac adapter exhibited power switching. The controller, batteries, and controller ac adapter were exchanged. No patient complications have been reported as a result of this event.